Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing discomfort. Upon review, it was noted that the right ventricular (rv) lead delivered an inappropriate shock. X-ray imaging was performed and revealed a dislodgement of the rv lead due to twiddlers syndrome. The lead was attempted to be repositioned and it was noted that the helix exhibited failure to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome, inappropriate shock, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the blood/ tissue in the helix and overtorque of the inner coil. The reported events of lead dislodgement due to twiddler¿s syndrome and inappropriate shock were not confirmed.